Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Follow up identified the patient had her scs ipg replaced with a new one.